Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "nothing wrong with the implant. Doctor just needed to shorten length."